Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced intermittent issues where the controller indicated that stimulation was not on, and the device displayed "no device found" when unlocking. The patient had to manually turn therapy on despite the stimulation diary showing continuous 24-hour stimulation. The issue progressively worsened over three months. Troubleshooting steps included re-pairing the controller and resetting it by removing the li battery, after which normal connection and stimulation were restored. The patient was advised to contact support if the issue recurred. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. Cause was unknown. Battery pack was taken out of remote and placed back in. Remote was unpaired and paired again with stimulator. Issue has been resolved. Information confirmed with physician.